Manufacturer narrative:
Correction: disregard file, after further review it is deemed non-reportable.

Event description:
It was reported that the device had issues with calibration. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. No device will be returned per customer. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device had issues with calibration. There was no reported patient involvement.